Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. During follow-up examination, the patient underwent a CT scan which revealed 5-6 electrodes placed extra-cochlearly which led to the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.